Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. Iol(intraocular lens) was not returned. Only the device was returned. The device was returned in an opened blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. Stress is observed on the nozzle tip. Iol was not returned. The product investigation could not identify the root cause for the reported complaint "lens was scratched" as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. We are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, physician noted that the lens was scratched with a line all the way across. The procedure was completed. There was no patient harm. Additional information was requested.